Event description:
Clinical trial. It was reported that during a coronary artery drug eluting stenting procedure, balloon withdrawal resistance occurred. The patient presented for treatment with an evolving myocardial infarction. The target lesion was identified as a de novo, 95% stenosed, mildly tortuous, 3.0x10mm lesion of the mid lad (left anterior descending). Treatment consisted of predilation and placement of a 3.0x16mm taxus liberte drug eluting stent resulting in 10% residual stenosis. The taxus liberte stent was deployed at 18atm and mild balloon withdrawal resistance was noted. The balloon was retrieved intact and the event was resolved without treatment. The patient was discharged five days post procedure on asa and plavix with no further events reported.

Manufacturer narrative:
A unit has not been returned for review therefore a technical analysis cannot be carried out. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this particular batch found that the device met specifications at the time of release to distribution. Device unavailable for analysis.